Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: delamination in the diaphragm valve. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified delamination. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure." The event of "fibrous capsular contracture," baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: fibrous capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported deflation against left side device and "release of fibrous capsular contracture," baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation against left side device. The device remains implanted.